Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-apr-2022, serial #: (B)(4), UDI #: asku. Device available for evaluation: no. Mfg date: 08-apr-2021. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited a communication error which caused and erroneous critical battery alarms the batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 product event summary: the batteries were not returned for evaluation. Review of the available autologs report revealed five (5) power disconnect alarms and two (2) critical battery alarms involving the batteries. As a result, the reported critical battery alarms event was confirmed. The observed power disconnect alarms may be related to the reported communication errors; however, the cause of the critical battery alarms and power disconnect alarms could not be determined since raw log files were not available for analysis. As a result, the reported communication error event could not be confirmed. The batteries were lubricated prior to release. Based on the available information, a possible root cause of the reported critical battery alarms can be attributed, but not limited, to communication errors between the controller and batteries and/or the patient allowing the battery to deplete below 10%. Possible root causes of the observed power disconnect alarms can be attributed, but not limited, to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, packet error checking method detecting bit errors, and/or batteries' malfunction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation for returned devices. Product event summary: two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Review of the available autologs report revealed five (5) power disconnect alarms and two (2) critical battery alarms involving (B)(6). As a result, the reported critical battery alarms event was confirmed. The observed power disconnect alarms may be related to the reported communication errors; however, the cause of the critical battery alarms and power disconnect alarms could not be determined since raw log files were not available for analysis. As a result, the reported communication error event could not be confirmed. The batteries were lubricated prior to release. Based on the available information, a possible root cause of the reported critical battery alarms can be attributed, but not limited, to commu nication errors between the controller and batteries and/or the patient allowing the battery to deplete below 10%. Possible root causes of the observed power disconnect alarms can be attributed, but not limited, to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery and/or due to the packet error checking method detecting bit errors. Additional product: d4: serial #: (B)(6) d10: yes, return date:29-oct-2021 dev rtn to MFR? Yes h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.